Event description:
It was reported that prior to and during surgery, device was not working properly, only works in low and fails to run on battery packs. Follow-up confirmed device was not spraying and had no power. Battery leakage was fond during the investigation. There was a patient involved but no impact or harm reported. Another device was used to complete the procedure with no delay reported. Device was scrapped at the hospital. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing process. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.